Event description:
There is a potential for misidentification to occur, if asterisk the (*), double quote ("), or question mark(?) Are used as part of the specimen ID or patient ID when the dxh 800 instruments omits the previously mentioned characters per instrument design. This occurs in all languages and independent of input method utilized. This issue was discovered internally. No misidentification has occurred. No erroneous results were reported. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
The probability that the characters *?" Are used as part of specimen ID or patient ID is remote. This issue has not been reported by any customer. Root cause is that the information was omitted from the product labeling.